Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe debilitating pelvic pain/ pain/ pelvic region pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: prozac. Concurrent conditions included body mass index normal. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced weight increased ("weight gain 75 pounds") and premenstrual dysphoric disorder ("pmdd"). On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary).). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and premenstrual dysphoric disorder had resolved, the anxiety, depression, migraine, headache and vaginal discharge outcome was unknown and the weight increased was resolving. The reporter considered anxiety, depression, headache, migraine, pelvic pain, premenstrual dysphoric disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions for symptoms of severe, debilitating pelvic pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirmed proper placement. Current weight was 125 lbs. It was reported the tubes appear occluded without evidence of patency identified. Most recent follow-up information incorporated above includes: on 16-apr-2018: reporters added and updated patient demographics. Historical drug, concomitant disease were added. Updated suspect drug indication. On (B)(6) 2008, she implanted essure (previously reported as 2008). Added events psychological or psychiatric problems condition: pmdd, migraines / headaches, vaginal discharge, weight gain / loss specify which one: weight gain. On (B)(6) 2013, she explanted essure (previously reported as (B)(6) 2013).updated event, onset date and outcome. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded in right uterine cornu') and pelvic pain ('severe debilitating pelvic pain/ pain/ pelvic region pain') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and dysmenorrhea. Current weight was 125 lbs. It was reported the tubes appear occluded without evidence of patency identified. Previously administered products included for an unreported indication: prozac. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 to (B)(6) 2008 for contraception. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain 75 pounds") and experienced premenstrual dysphoric disorder ("pmdd"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary).). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, vaginal discharge, headache, anxiety, depression and migraine outcome was unknown, the pelvic pain and premenstrual dysphoric disorder had resolved and the weight increased was resolving. The reporter considered anxiety, depression, embedded device, headache, migraine, pelvic pain, premenstrual dysphoric disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions for symptoms of severe, debilitating pelvic pain, among other symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: confirmed proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-nov-2020: medical record received- new events embedded device added. Medical history added. Reporter information added. Case category updated to medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded in right uterine cornu') and pelvic pain ('severe debilitating pelvic pain/ pain/ pelvic region pain') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia and dysmenorrhea. Current weight was 125 lbs. It was reported the tubes appear occluded without evidence of patency identified. Previously administered products included for an unreported indication: prozac. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 to (B)(6) 2008 for contraception. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), headache ("headaches") and migraine ("migraines"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain 75 pounds") and experienced premenstrual dysphoric disorder ("pmdd"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), oophorectomy (one side removal of ovary).). Essure was removed on (B)(6) 2013. At the time of the report, the embedded device, vaginal discharge, headache, anxiety, depression and migraine outcome was unknown, the pelvic pain and premenstrual dysphoric disorder had resolved and the weight increased was resolving. The reporter considered anxiety, depression, embedded device, headache, migraine, pelvic pain, premenstrual dysphoric disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions for symptoms of severe, debilitating pelvic pain, among other symptoms diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: confirmed proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe debilitating pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions for symptoms of severe, debilitating pelvic pain, among other symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.